Manufacturer narrative:
(B)(4). The returned autotome rx 44 was analyzed, and a visual evaluation noted that the working length had contrast residue. The device was observed under magnification, and the cutting wire was blackened, indicating that the device was energized. It was also noted that the guidewire lumen had a piece of foreign material at the distal tip. A functional evaluation was performed by loading a spare lab guidewire and it could not advance through the device as the working length was blocked with contrast residue. An x-ray analysis was performed and it revealed that the guidewire lumen had a piece of foreign material and that the device did not present any broken components. An energy dispersive spectroscopy (eds) analysis was performed and it was determined that the composition of the material was nitinol. No other problems with the device were noted. The product analysis revealed that the distal tip at the guidewire lumen had a piece of foreign material identified as nitinol. It is important to highlight that this device is not preloaded with a guidewire. Since there was no guidewire returned for analysis, it is not possible to determine if the guidewire could have gotten stuck and then broke inside the device. Therefore, this observed problem will be documented with a root cause of cause not established. Additionally, the working length was blocked with contrast residue which could have been generated due to normal handling/manipulation of the device by the user. Based on all available information, the conclusion code of the reported event is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, there was difficulty advancing the guidewire through the tip of the autotome rx 44. There was no device deficiency with the guidewire during use. The procedure was completed another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results: there was a piece of foreign material at the distal tip of the guidewire lumen.